Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported the headset leaked insulin due to a bent cannula. His blood glucose elevated to 426-600 mg/dl as a result. He reported 5 other infusion sets have leaked insulin but states this might have been due to poor absorption. No adverse event was reported. The alleged product was replaced and requested for evaluation.

Manufacturer narrative:
Device will not be returned.